Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
We received the valve in a plastic bag, the valve was inserted in an unknown liquid. The progav2.0 valve was set to pressure range 3 cmh2o. A visual inspection was performed and scratches were observed but there were no other deformities. A permeability test was performed. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The investigation showed that the progav2.0 valve was permeable. Our adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve was adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force was investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test resulted that the brake function is full in place. The measurement of the braking force was inside the tolerance. Based on our investigation resultsm we cannot confirm that the shuntsystem was blocked. No further actions are required.